Manufacturer narrative:
An invasive procedure was performed and the rate/sense portion of the lead was capped. A new rate/sense lead was successfully implanted. The shock portion of this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel. The patient experienced a syncopal episode due to the noise being oversensed. Low pace impedance measurements were also observed. It was reported the patient is pacer dependent.